Event description:
It was reported a patient underwent an implant of a 27mm, sjm masters series valve expanded cuff mitral valve on (B)(6) 2021. During a follow-up in the clinic, the patient presented with a severe murmur. Further testing revealed the patient had a thrombosis on their prosthetic valve. The patient was treated with thrombolytic therapy. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of "severe murmur" and "thrombosis" was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.